Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a flexible shaft f/drill bits (part#: nt419r) was used during a procedure performed on an unspecified date. According to the complainant, the shaft broke while drilling bone. The shaft broke into two (2) pieces; one (1) piece remained attached to the drill, while the other detached into the patient. The separated section was removed from the patient with the drill bit intact. The flexible shaft was the only part that was broken. No backup device was available, so the physician proceeded a backup device was not available, so the surgeon had to push really hard until he got a bite in the bone which allowed the screw to self-tap into the bone. Reportedly, the device was being used as intended. Although the doctor may have been a little rough with it, no other occurrences were observed during the approximate twenty (20) to thirty (30) prior cases where this device was used. Although an additional medical intervention was necessary, no patient complications were reported as a result of this event. The adverse event / malfunction is filed under aag reference: (B)(4).

Manufacturer narrative:
Additional information: d9 - no product return, e1 - reporter updated. Investigation: no investigation method could be applied, because: no product available. Therefore, an investigation of the product is not possible. Root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Device history records: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale: unfortunately, due to the lack of data and without the product, we cannot determine the exact cause of the mentioned deviation. According to the quality standard, a production defect and a material defect can be excluded with a high degree of probability. If further investigation is required, the product should be made available for examination. Preventive measures: based upon the investigation results, a CAPA is not necessary.